Manufacturer narrative:
The chloride electrode lot number and expiration date were requested, but not provided. The field service engineer performed maintenance on the analyzer. The engineer found that dispensers were clogged with dry serum. The ise module syringes were checked and the syringe seals were found to be worn. Calibration and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the chloride electrode on a cobas pro ise analytical unit. The sample initially resulted in a chloride value of 113.2 mmol/l and it repeated as 100.9 mmol/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions were performed.